Event description:
Dexcom is sending faulty products in regards to their g7 cgm. One of my sensors fell off after 12hrs of use. The sent a replacement, the replacement injector button was broken so it was a faulty product that could not be used. The next sensor the filament coiled into the sensor. I'm a pregnant diabetic. Dexcom needs to be held accountable for launching a faulty product. I'm on insulin with no sensor in place. If my unborn child is harmed, I will file a lawsuit. Reference reports: mw5171092, mw5171094.